Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use of the right ventricular (rv) lead the physician was not able to get the helix to extend. The lead was not implanted and an alternate lead was utilized. There was no patient involved with this event.

Manufacturer narrative:
Product analysis the full lead was returned and analyzed no anomalies were found. If information is provided in the future, a supplemental report will be issued.